Event description:
Same case as MDR#2134265-2012-08358 and MDR#2134265-2012-08359. It was reported that during an intravascular ultrasound (ivus) imaging procedure, automatic pullback failed. The equipment was set up and the ilab stated that catheter and motor drive unit (mdu) were correctly attached. The mdu showed increasing numbers, but the transducer did not move. No patient complication has been reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).